Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A company representative spoke with the customer via phone call and the customer stated the plunger came out of the reservoir, which started leaking. Customer did not remember further details.